Manufacturer narrative:
The device was evaluated by a stryker field service technician, but no defect was found with the device. Multiple attempts were made to get information regarding the injury; however, the attempts were unsuccessful.

Event description:
It was reported that the device tipped with a patient on it. It was further reported that the patient hurt their shoulder.

Event description:
It was reported that the device tipped with a patient on it. It was further reported that the patient hurt their shoulder.